Event description:
Cement used on stent put into tibia did not adhere to knee replacement, causing knee to wobble, hitting nerves causing extreme pain and both knees to be replaced again. Was someone operating the medical device when the problem occurred: yes. If yes, who was using it: the person who had the problem. Surgeon scheduled for (B)(6) 2018.